Event description:
It was reported that, during an ablation procedure, while the pentaray nav mapping catheter was in the left atrium, an abnormal kink of the catheter was noticed on the fluoroscopy. The catheter was retrieved from the patient's body with no issue and without applying any additional force. The procedure was completed with same like product and no patient adverse consequences were reported. Additional information was received stating that once the catheter was out of the patient's body, it was noticed that the shaft was detached from the distal part of the catheter leaving the wires exposed, making the event reportable.

Manufacturer narrative:
(B)(4).